Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the predilated, heavily calcified proximal left anterior descending (lad) artery with one xience v stent and in the predilated, heavily calcified mid lad with one xience v stent. On an unspecified date at the end of (B)(6) 2010, the patient developed chest pain with exertion (diagnosed as unstable angina) and underwent a nuclear scan on (B)(6) 2010, showing lad ischemia. On (B)(6) 2010, the patient was admitted to the hospital and underwent revascularization via percutaneous coronary intervention with balloon angioplasty in the mid left circumflex artery, additional stenting in the ostial lad denovo lesion using a 3.0 xience stent, and additional stenting in the right coronary artery with two non-abbott stents. The index xience stents in the mid and proximal lad were found to be patent. On (B)(6) 2010, it was found that this event was adjudicated as a revascularization in the proximal lad target lesion. The patient was discharged on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of angina, restenosis, and ischemia as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.